Manufacturer narrative:
The hill-rom technician pulled the head up valve and cleaned hydraulic fluid from valve to resolve the issue.

Event description:
Info received indicated the head section was intermittently working.